Event description:
A customer reported a malfunction on their insulin pump, specifically indicating a "malf 12" error. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer performed a pump reset and continued using the pump. Tandem technical support resolved to replace the pump with one that has updated software and provided instructions on handling the transition to the new device, including returning the faulty pump.